Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with minor scratched display window, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump had signs of physical damage. The blood glucose reading was 432 mg/dl, which was treated with a bolus via the insulin pump. The customer's father stated that the blood glucose levels came down after treatment. He stated that the customer had not been experiencing high blood glucose levels recently and did not know why they were high at the time of the call. He observed cosmetic damage to the top edge of the battery compartment. He was not aware of how the damage had occurred. Advised replacement of the insulin pump. Nothing further reported.